Event description:
Investigation results completed on a smiths medical level 1 hotline low flow systems . Summary in h -10. Updated information no patient involvement as event during testing. No patient injury.

Manufacturer narrative:
Investigation results completed on a level 1 hotline low flow systems . Upon visual review the physical condition of device, was found to have dirty end enclosure and written with permanent marker. Drain fitting is rusted. Line cord is old and worn. Cracks along side the reservoir tank cover. When duplicating event, the test confirmed bad lcd. The lcd was not replaced and device was scrapped .it is deemed beyond economical repair and will be scrapped. This device is used mostly in emergent care of resuscitation and may be linked to the damage of ruckus that occurs during this time.

Event description:
Information was received that a smiths medical level 1 hotline low flow system has a bad lcd. No adverse effects reported.